Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was discharged home managed on antibiotics. The patient's driveline infection is still active.

Manufacturer narrative:
Reference MFR report # 2916596-2015-01174 for the patient's previous admission for infection. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has an active driveline infection for which he has been on oral antibiotics for the past 3 months. The patient went to the operating room for surgical debridement of the driveline on an unspecified date, due to which the outer velour of the driveline became compromised. It was reported that some wiring was exposed, but upon visual inspection the internal wiring appeared intact and no alarm was noted upon interrogation. It was suspected there may be fluid in the driveline due to the tear in the velour section. At the time the event was reported, the tear had reportedly been present for 5 days. The patient was reportedly returned to the operating room for another debridement on (B)(6) 2015, however, the infection has not resolved and the patient's infection is resistant to antibiotics. As the patient was not a surgical candidate for a pump exchange, the center would try and create a driveline exit site such that the torn driveline area would be externalized when the time came to close the patient's wound. It was suspected that with the externalization of the torn area of the driveline, there would not be a sufficient length of driveline between the torn area and the exit site to allow for driveline repair. It was stated that the vad team was discussing several options for closing or covering the torn area of the driveline. The customer reported that the patient's pump has been working appropriately with no adverse alarm conditions. The patient remains inpatient and on intravenous antibiotics.